Event description:
The reflexion spiral catheter was placed in the left atrium via trans-septal sheath at approximately 10:00. At 13:30, the catheter developed unusual properties; not forming the correct shape. The device was removed from the body and the shape of the distal end was distorted when the catheter was in a neutral position as well as the curve formed with handle control. The catheter was removed from the table and a new catheter was opened and placed. The patient was not harmed.